Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields h3 and h4. The device was evaluated by olympus, and the reported malfunction was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic endoscopic biliary drainage (ebd) - total colonoscopy procedure, the light source presented with ¿problems in the functioning of the inflation and aspiration of the endoscopes" while the patient was deeply sedated for 1 hour. There were no reports of patient injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.